Event description:
Inspection of all the potentiometers of the unit found the following potentiometers bad: the potentiometers were pclap, peep, and pause time. No patient injury occurred as this unit was not on a patient. The unit is not back in service as they are awaiting parts.